Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of a 2 fr perqcath catheter implanted within a patient was provided for evaluation. The insertion site is on the right arm. The winged hub is being held and a bead of fluid is visible at the proximal end of the catheter where it meets the hub. Fluid is also visible on the patients arm below where the catheter leak is located. The surface characteristics could not be clearly inspected from the photo provided. Based on the description of the reported event and photo sample provided, possible contributing factors include sharp instrument damage, stylet damage, and damage caused by excessive manipulation or stretching. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since a bead of fluid appeared to form from a split in the catheter, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that parenteral solution leaked through the insertion of the "butterfly" on the device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0535 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that parenteral solution leaked through the insertion of the "butterfly" on the device.